Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, there were episodes of noise observed on the right ventricular (rv) lead. Technical support recommended lead provocative testing; however, no intervention was performed to resolve the event and the patient was stable.